Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button had stopped functioning 5 days ago. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer reported a blood glucose level in the 400s (mg/dl) that was addressed with insulin injections. Reportedly, customer will continue to use the pump for insulin therapy, and indicated that insulin injections were also available.